Event description:
Ous MDR - the patient was in for a device follow-up and the device was found to be in safety mode at 4.8 v @ 1.0 ms. The device could not be reprogrammed with the programmer. It was decided to replace this pacemaker, which was returned for analysis. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
After it was received, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the device data confirmed that the pacemaker activated the safety program. The safety program was no longer active when the product was received. Based on the available information, the device was most likely reinitialized on (B)(6) 2015, and the safety program was deactivated with this. The exact date of the event that led to the activation of the safe program could no longer be determined because of the reinitialization. Overall, the analysis of the memory content showed proper device behavior. The battery state is as expected after an implantation time of 64 months and indicates a sufficiently charged battery. The pacemakers capability to provide therapy was checked. The anti bradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In summary, the device showed no problems during the analysis and was within the specification. The cause for the activation of the safe program could not be determined based on the available information. It can therefore not be ruled out that the observed behavior might have been triggered by external influences, such as strong electromagnetic radiation. There was no material defect or manufacturing error.

Event description:
Ous MDR - the patient was in for a device follow up and the device was found to be in safety mode at 4.8v @ 1.0ms. The device could not be reprogrammed with the programmer. It was decided to replace this pacemaker, which was returned for analysis. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.